Manufacturer narrative:
According to the available information, this device and competitive rv lead remain implanted and in service. No adverse patient effects were reported in association with these clinical observations. No additional information is available at this time. Should more information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific crm received information that during implant of this implantable cardioverter defibrillator (ICD), the patient's competitive right ventricular (rv) lead kept popping out of the header port, leading to pacing impedance measurements of greater than 2000 ohms. The torque wrench was seated properly. After three attempts, the lead stayed in place and impedances were within normal range. Subsequently the device was explanted and returned for analysis. There were no adverse patient effects reported.